Event description:
Customer states a pt sample run for igg generated a result of 651 mg per dl. Since the serum indices results for that sample were flagged, the customer repeated the sample and obtained an igg result of 1068 mg per dl. The erroneous igg result was reported. No adverse effects occurred to the pt, the results were corrected before treatment was given.

Manufacturer narrative:
The field service rep was unable to duplicate the discrepancy. He ran quality control and precision study to verify analyzer operation.